Event description:
It was reported that the right ventricular (rv) lead was fractured as well as exhibiting high thresholds and rising thresholds. The rv lead remains in use with an secondary rv lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.